Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the faraview to treat paroxysmal atrial fibrillation farawave catheter was selected for use. It has been mentioned that there was no issue was seen during catheter preparation, purge and irrigation were working well. After the third vein, the irrigation stopped. The catheter was removed from the body and the irrigation port was no longer working. The procedure was completed using different device (same model). No patient complications occurred. The product is expected to return for analysis.